Event description:
It was reported only one side will try to click in place for the tabs and the other side is going back down during the insertion process while setting the spring on (B)(6) 2026. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.